Manufacturer narrative:
The manufacturer's service rep performed an on site investigation. The lemo receptacle and the interconnect cable were replaced. The system operates as intended.

Event description:
The customer reported that the 8800 system shut down during an exam. No pt injury was reported.